Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed; analysis was inconclusive. Through visual analysis, the connector was damaged; a foreign material was noted. Grommet damage with an unknown cause was also observed. The model longevity was 77 months and at implant it was 179.6 months. The device was not expected to last that long.

Event description:
.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with syncope and sinus bradycardia; it was noted the device had indicated end of life (eol). The device was explanted and replaced. No further patient complications have been reported as a result of this event.